Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that after imella was placed, it was replaced with a new sheath after pci was performed. After the replacement, there was subcutaneous hematoma, so manual compression was performed. Hemostasis was possible, and the puncture angle was maintained and fixed. However, the patient was relieved and had wrinkled bleeding because it was difficult to maintain the angle. As a result, blood transfusion was performed, amount is unknown. No further information was provided.